Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-45, lead, implanted: (B)(6) 2005. Product ID: 5076-52, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
The patient reported that their previous device moved and at one time touched the collar bone. The device was explanted and replaced. The patient further reported that they believe that the current device ¿popped open¿ as they are in a lot of pain and can feel device movement. When the device site was checked by a physician, pus was noted so antibiotics were prescribed. Attempts to obtain follow up information from the patient¿s physician¿s office were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.